Event description:
Patient reported right side capsular contracture baker grade iii/IV, "swollen lymph nodes", ¿severe inflammation with significant fluid accumulation, edema¿, ¿inflammation in face¿, ¿skin breakouts¿, "skin rashes", and "numerous bumps all over face and neck". Patient additionally reports the following events, which are all not device-related: ¿numerous symptoms of breast implant illness¿, ¿severe dehydration¿, ¿right breast ¿ 1+polymorphonuclear leukocytes¿, ¿drenching night sweats every single night¿, ¿cognitive - mood dysregulation/brain fog/cognitive decline/problems with memory/problems with speech¿, ¿hormone imbalances; critically low estrogen levels¿, ¿significant weight loss¿, ¿thyroid imbalances¿, ¿inability to regulate body temp - absolute intolerance to cold¿, ¿extremely dry & breaking hair/nails/skin¿, ¿gastrointestinal issues that included difficulty with digestion¿, ¿inflammation so severe that it caused lacerations resulting in multiple surgeries¿, ¿growth of multiple tumors resulting in multiple surgeries¿, ¿joint pain¿, ¿bone pain¿, ¿muscle pain¿, ¿severe headaches/migraines¿, ¿dizziness", ¿chronic fatigue¿, ¿heart palpitations¿, and ¿constant nausea¿. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "capsular contracture" and "lymphadenopathy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "swollen lymph nodes"; capsular contracture, baker grade iii/IV.

Event description:
Company representative reported right side "patient has experienced a number of adverse side effects after the breast implant surgery." Patient reported "capsular contracture baker grade iii/IV¿, ¿severe inflammation with significant fluid accumulation, edema¿, ¿inflammation in face¿, ¿skin rashes¿ and ¿breakout) ¿ numerous bumps all over face and neck ¿ and ¿swollen lymph nodes.¿ the events of "numerous symptoms of breast implant illness", ¿severe dehydration¿, ¿breast tissue samples on explant: right breast ¿ 1+polymorphonuclear leukocytes", ¿drenching night sweats every single night (for 4+ years)¿, ¿cognitive - mood dysregulation/brain fog/cognitive decline/problems with memory/problems with speech¿, ¿hormone imbalances; critically low estrogen levels¿, ¿significant weight loss¿, ¿thyroid imbalances¿, ¿inability to regulate body temp - absolute intolerance to cold¿, ¿extremely dry & breaking hair/nails/skin¿, ¿gastrointestinal issues that included ¿difficulty with digestion¿, ¿inflammation so severe that it caused lacerations resulting in multiple surgeries¿, ¿growth of multiple tumors resulting in multiple surgeries¿, ¿chronic pain ¿ muscles/joint pain¿, "bone pain¿, ¿severe headaches/migraines/¿, ¿dizziness¿, ¿heart palpitations¿, ¿chronic fatigue¿, "constant nausea¿, "normochromic anemia. The absence of a significant increase in polychromasia may reflect acute blood loss or a hyperproliferative component such as early iron deficiency, the anemia of chronic disease, chronic renal insufficiency etc, and leukopenia" and "menstrual cycle stopped" are not device related. The device has been explanted.